Event description:
A health professional reported incomplete lasik flap noted after femtosecond laser procedure. A needle and a surgical knife were used to cut the flap and complete the treatment. Additional info has been requested for this case. There are two related reports for this pt. This report addresses the pt's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).